Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting 113 (reduced water temperature control). Water temperature (wt) was not going above 29c. Patient temperature (pt) was 34.5c, targeted temperature (tt) was 37c, water temperature (wt) was 29c, flow rate (fr) was 2.9l/m, circulation pump command (cpc) was 71 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5. Confirmed nurse filled reservoir when starting therapy. Had nurse drain 500ml from device. Water temperature started rising. Water temperature (wt) was at 35 and increasing when call ended. Suggested rn call back with any questions. Second call same day. Nurse stated that they were receiving an alarm 113 (reduced water temperature control). Confirmed targeted temperature (tt) was 97.5f, patient temperature (pt) was 98.9f, water temperature (wt) was 89.4c, and water flow rate (wfr) was 2.4 l/min. Walked nurse through accessing system diagnostics showed that the outlet monitor temperature (t1) was 89.4f, outlet control temperature (t2) was 89.4f, inlet temperature (t3) was 89.4f, chiller temperature (t4) was 89.8f, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 100 percentage, system hours were 2,244, and pump hours were 75. Informed nurse the chiller was not cooling the water, they would need to swap to a new device and send this one to biomed labelled not cooling. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be chiller failure. However, there was insufficient information to confirm this potential root cause. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per s03fa211 rev 21, a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid.

Event description:
It was reported that the nurse had arctic sun device alerting 113 (reduced water temperature control). Water temperature (wt) was not going above 29c. Patient temperature (pt) was 34.5c, targeted temperature (tt) was 37c, water temperature (wt) was 29c, flow rate (fr) was 2.9l/m, circulation pump command (cpc) was 71 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5. Confirmed nurse filled reservoir when starting therapy. Had nurse drain 500ml from device. Water temperature started rising. Water temperature (wt) was at 35 and increasing when call ended. Suggested rn call back with any questions. Second call same day. Nurse stated that they were receiving an alarm 113 (reduced water temperature control). Confirmed targeted temperature (tt) was 97.5f, patient temperature (pt) was 98.9f, water temperature (wt) was 89.4c, and water flow rate (wfr) was 2.4 l/min. Walked nurse through accessing system diagnostics showed that the outlet monitor temperature (t1) was 89.4f, outlet control temperature (t2) was 89.4f, inlet temperature (t3) was 89.4f, chiller temperature (t4) was 89.8f, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 100 percentage, system hours were 2,244, and pump hours were 75. Informed nurse the chiller was not cooling the water, they would need to swap to a new device and send this one to biomed labelled not cooling. Encouraged nurse to call back with any issues.